Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined. The subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx)instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient developed an av fistula during a routine popliteal-tibial atherectomy procedure from arterial rupture/perforation. After multiple attempts at balloon angioplasty, the 4.0 x 16 mm graftmaster stent was placed at the perforation without reported adverse complication associated with the stent placement; however, neither the stent nor additional balloon dilatation provided adequate closure of the outflow. The vessel was treated with surgical endarterectomy repair of the popliteal tibial trunk, removal of the stent and placement of a bovine patch angioplasty. The patient tolerated the procedure well and has been discharged. No additional information was provided.